Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, after long time of use (about 7 hours), while sealing, the tissue got stuck on the device and the jaws did not open that the device could not be released. Then the device was removed with force and after that the tissue was stopped bleeding and new device was used to complete the case. There was no tissue damage, no additional tissue resection and no patient harm